Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated autofill failure and check iab catheter alarms. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Troubleshooting did not resolve the problem. The patient was taken to the cath lab for repositioning or removal of the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).